Event description:
It was reported this balloon detached from the catheter shaft during an endovascular aorta prosthesis procedure and migrated to the left iliac femur. The detached balloon could not be located; therefore, no retrieval was attempted. Following this procedure blood flow was poor and an occlusion of the left iliac femur was identified. It was indicated two unidentified procedures were unsuccessful in retrieving the detached balloon. A thrombectomy procedure of the left pelvic circulation was performed four days following initial procedure and the detached balloon material was successfully retrieved. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number for this device was not provided, a device history search could not be performed. The company attempts to gain further information regarding the circumstances surrounding this event were unsuccessful. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. User technique and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "medi-tech occlusion balloon catheters are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification pressures. Any use for procedures other than those indicated in the instructions is not recommended.